Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not yet been received.

Event description:
A consumer stated that her ten month old allegedly touched the device and received 2nd degree burns on his right hand. The child was taken to the emergency room where treatment was given. The instructions for proper use clearly state "hazard. Keep out of reach of children and pets." Kaz USA, inc. Has requested that the product be returned to our company for testing.